Manufacturer narrative:
Findings: the complaint is inconclusive since the product was not returned for evaluation. A complaint history review could not be completed because the lot number was not provided.

Event description:
A PICC line was placed into the superior vena cava using fluoroscopic guidance. At the end of the procedure, the line was flushed with normal saline. The pt expressed some discomfort and then lost consciousness. Visible cyanosis was present, with lips turning blue to purple. Oxygen by mask was administered immediately. Pt promptly regained consciousness spontaneously and oxygen saturation increased from 82% to 98% on 5.1/min oxygen. Cardiac rhythm was normal and heart rate remained 80-90 beats/min. Pt remained fully awake and returned to usual state of health before discharge from the intervention radiology unit. The PICC line was left in place and was used without further problems.